Event description:
It was reported that in-stent restenosis occurred. The patient was enrolled in the (B)(6) clinical study on (B)(6) 2016, and the index procedure was performed the same day. Underwent. The target lesion was located in the left proximal and mid superficial femoral artery (sfa) with 90% stenosis. The target lesion was 145mm long, with a proximal reference vessel diameter of 6 mm and distal vessel diameter of 6 mm and was classified as tasc ii b lesion. The lesion was treated with pre-dilation and placement of a 6mm x 150 mm eluvia study stent. Following post-dilation, the residual stenosis was 0%. On (B)(6) 2018 during the 24 month study specific follow up, the duplex ultrasound core lab revealed 50-99% in-stent restenosis of the study stent. There were no further complications reported.